Event description:
Forcep was placed in da vinci robot arm. When surgeon took control of device, he opened the forceps and one of the graspers fell off inside the patient's abdominal cavity. Piece was retrieved. Device was isolated. No patient harm.